Event description:
Patient reported his external devices could not communicate with the ipg in (B)(6) 2012. Patient also reported due to inability to charge the ipg, stimulation was also lost at this time. Reportedly, the patient may have surgical intervention at a later date to address the issue.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.